Event description:
It was reported that revision surgery was performed. Acetabular cup remained implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup + head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup + head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. It should be noted that bhr implantation is contraindicated in female patients of childbearing age. It is unknown to what extent the patients¿ comorbid conditions and malposition of the acetabular had on the patient¿s pain and clinical status. It should be also noted that no obvious source of her pain has been identified. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion. However, the revision operative report indicated the acetabular component was well ingrown at about 5 degrees of anteversion. Without the supporting lab results and imaging the root cause of the reported pain and other complications cannot be confirmed and it cannot be concluded that the pain and other complications were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: d8 and e4.

Manufacturer narrative:
Amended following receipt of operative reports.